Event description:
Plaintiff alleges that she has devloped a severe latex allergy and type I reaction as a result of exposure to latex exam gloves. Further alleges that as a direct and proximate result of defective and dangerous gloves, she has suffered physical injuries, pain and suffering, embarrassment, humiliation, loss of enjoyment of life, lost past wages, lost future earnings, medical expenses and emotional distress. Husband alleges loss of consortium of his wife.